Event description:
It was reported that after implanting this electrode an x-ray took place prior to discharge. It was noted that the electrode had dislodged from the original implant position. The device was programmed off and a revision took place to reposition the electrode. The repositioning procedure was successful, and fluoroscopy confirmed appropriate position and defibrillation threshold (dft) testing was successfully with a 55-ohm shock impedance. No adverse patient effects were reported. The electrode remains implanted.